Manufacturer narrative:
Patient weight was requested but not provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Related manufacturer's report regarding short to shield onset: MFR# 2916596-2021-00566.

Event description:
It was reported that the patient was admitted with shortness of breath and atrial fibrillation with rapid ventricular response (rvr). The morning after admission the patient experienced pump stops and low speed advisories with speeds of 2000-5000 rotations per minute (rpm). Pump power was also noted to be 25 watts. The patient denied audible alarms overnight. Log file review confirmed 54 low speed advisories and 5 pump stops between 11:39pm on (B)(6) 2022 and 12:49am on (B)(6) 2022 while the patient was on wall power. It was unknown if the patient was on an ungrounded cable, indicating that their known short to shield may have matured into a phase to phase short. Several power elevations were also found in the log files, suggesting foreign material in the pump. Finally, the log files also captured a no external power event on (B)(6) 2022 that was the result of the patient simultaneously disconnecting power from both controller leads.

Manufacturer narrative:
Section a4: patient weight was requested but not provided manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported cardiac arrhythmia cannot be conclusively determined through this investigation. Low speed and pump stop events were confirmed via the submitted log file data. The submitted log file contained data spanning from 02feb2022 at 04:36:20 to 15feb2022 at 11:37:45, per the timestamp. Low speed and pump stop events with associated low flow alarms and elevated pump powers up to 25.5 watts were recorded from 14feb2022 at 23:39:17 through 15feeb2022 at 00:49:03 while the pump was supported with the power module. Based on our complaint history and similarly reported events, the data captured in the log file appears consistent with potential driveline wire compromise; however, a specific cause for the low speed and pump stop events cannot be conclusively determined. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05feb2013. The heartmate ii left ventricular assist system instructions for use (rev. H) lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication, that may be associated with the use of the heartmate ii left ventricular assist system. This document discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook (rev. G) also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.